Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. There was no impact to the customers blood glucose. The customer successfully loaded a new cartridge and continued to use the pump for insulin delivery. The customer also had insulin pens for alternate insulin therapy if needed.